Manufacturer narrative:
As reported, the capsure device deployed two fasteners in a row. Evaluation of the returned sample could not reproduce the reported event. Functional and simulated use testing found the device deploying the remaining fasteners with no issues. No manufacturing anomalies found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of 445 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure, the capsure device failed to fire the fasteners on the first attempt, on the second attempt fired successfully and during the third attempt fired two fasteners in a row. The deployed two fasteners were fixated to the ligament soft tissue and the procedure was completed using the same device. There was no patient injury.